Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found dirt in the lenses. Based on the results of the investigation, the most probable cause of the additional failure(s) indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the evaluation, the ultrasound bronchofibervideoscope exhibited dirt in the lenses. There were no reports of patient involvement.